Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope had a cloudy view. No patient involvement.

Manufacturer narrative:
Updated sections: g4, g7, h2, h6, h10. Trackwise #(B)(4). This is a reusable OEM device; therefore, a lot history review/serial number review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope had a cloudy view. No patient involvement.